Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. H12: corrected data b1, b2, h10. Additional information received: after speaking with the surgeon, he let me know the leaks were not due to the powered circular stapler which I noted in the comments I tried submitting. I reported the issue too prematurely. He let me know the patient was very sick and had very thin friable tissue that was prone to bleeding. Again, he told me powered circular formed full line of staples, they did leak test which went smoothly, and bleed was not due to device. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and has been revised to a not reportable event. B1, b2, h10.

Manufacturer narrative:
(B)(4). Date sent 5/6/2024. D4 batch # unk. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure that the patient had a post-op leak after the case. The patient is going in today for reoperation to resolve the issue.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2024. Additional information received: tissue was extra thin and bleeding occurred but surgeon did not think device performance was compromised.